Event description:
The patient presented in clinic with pain in her neck and was found to be symptomatic of infection around her wound. Through ultrasound, it was noted that the patient had a clot in her jugular vein. The pacing system was explanted on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.